Manufacturer narrative:
H10: no product samples or images were returned for examination. A video was provided by the customer which appears to show fluid leaking through an opened air vent on a drip chamber assembly. The complaint can be confirmed, the probable cause of the observed leak is due to temporary loss of hydrophobic properties of the filter vent material due to infusate interaction. Without a close view of the filter vent material or the seal, a specific cause of the leak cannot be determined. The lot history was reviewed and no nonconformities were found that would have contributed to the reported complaint. Additional information in h6 and h10.

Manufacturer narrative:
H10: the sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Plots: 4354102 mfg date 10-01-2019, exp date 10-01-2022 and 4354099 mfg date 09-01-2019, exp date 09-01-2022

Event description:
The event involves a primary plum set that leaked during administration of cisplatin. The patient reported when he got out of bed to go to the toilet, the floor was wet and he notified the nursing staff. The nursing staff stated upon entering the room, a strong and penetrating chemical smell was noticed. The floor was dried with towels from the spill kit, and approximately 250 cc of liquid was observed; also during cleaning, liquid was noted under the night tables. The odor caused discomfort to the patient, the nursing staff and the patient's family member; which presented symptoms such as dizziness, nausea, headache, burning eyes and, in the case of the family member, general itching, what improved when leaving the room. As for the patient, the set had to be changed and the pump reprogrammed, according to the approximate calculation of the dose received. After execution of the spills protocol, the room was ventilated and cleaning was carried out. The customer reported there was some discomfort to the patient and others involved, but no one was harmed and there was no medical intervention provided.